Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope had stickiness present on the connecting tube protector, on the grip unit, and on the universal cord, as well as corrosion on the forceps channel port. There was no patient involvement.